Event description:
The customer reported a visual "speaker malf." Inop on his mp5 monitor.

Manufacturer narrative:
(B)(4). The customer reported a visual "speaker malf." Inop on his mp5 monitor. As the customer has apparently recognized the speaker failure, and as no patient adverse event/adverse patient impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, patient alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss auf audio even though a visual warning is provided and product labeling states ((B)(4) describes personal surveillance): do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.